Event description:
It was reported that the patients ipg was losing a charge and it would take hours to get it charged back up. The patient underwent a revision procedure wherein the ipg was replaced with a non-rechargeable ipg. The patient was doing well postoperatively. Additional information was received that the explanted device was not returned.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg was losing a charge and it would take hours to get it charged back up. The patient underwent a revision procedure wherein the ipg was replaced with a non-rechargeable ipg. The patient was doing well postoperatively.